Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent a pocket revision procedure and was reportedly doing well post operatively.

Manufacturer narrative:
.